Event description:
Reportedly, during the follow-up performed on (B)(6) 2020, the patient complained about syncope. Upon interrogation, the pacemaker was found in nominal mode because the recommended replacement time (rrt) was reached earlier than expected considering the residual estimated longevity calculated by the pacemaker during the previous follow-updated 2 july 2019. According to the physician, the syncope resulted from the automatic nominal programming when the rrt is reached. In this case, unipolar sensing of a ventricular sensitivity at 2.2 mv resulted in ventricular oversensing for this patient. Based on preliminary analysis and according to hrs guidelines, normal battery depletion occurred.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2020, the patient complained about syncope. Upon interrogation, the pacemaker was found in nominal mode because the recommended replacement time (rrt) was reached earlier than expected considering the residual estimated longevity calculated by the pacemaker during the previous follow-up dated (B)(6) 2019. According to the physician, the syncope resulted from the automatic nominal programming when the rrt is reached. In this case, unipolar sensing of a ventricular sensitivity at 2.2 mv resulted in ventricular oversensing for this patient.based on preliminary analysis and according to hrs guidelines, normal battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200416 - file-2020-00811 - analysis_and_closure_report_resp-2020-00455.pdf].